Event description:
On (B)(6) 2010, medwatch uf/importer report (B)(4) was received: during the surgical procedure, the operating physician noticed a small foreign body in the operating field. Upon further inspection, it was noted that a piece of plastic had broken off the intuitive endowrist monopolar spatula. The instrument was removed and replaced by a new instrument.

Manufacturer narrative:
Multiple attempts with the site have been made; however, at the time of this report, the instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post-evaluation) and/or if additional information is received.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering observed the ceramic sleeve to be broken at the distal end and missing a piece approximately .060 inches by .090 inches. The ceramic sleeve exhibits scratches below the broken section. No other damage was found.